Event description:
Pt was scheduled for ICD replacement due to ICD eol battery status. Upon initial fluoroscopy, externalized conductors of the st. Jude medical riata model# 1590/60, serial# (B)(4) were observed. There was enough of the externalized conductors outside of the lead body that they almost appeared to make a loop outside of the lead body. During invasive testing once the ICD was disconnected from the leads, there was an elevated pacing threshold of 8.0 v at 1.5 ms. Due to concern that further erosion of internal conductors could cause serious harm and further interfere with proper device functions, and/or the inability of the lead/device system to deliver shock therapy, and the fact that the brady pacing function and atp was essentially non existent, the decision was made to cap the malfunctioning riata lead and replace it with a lead from a competitive MFR -biotronik linox sd ICD lead.